Event description:
A malfunction on the pump was reported by the caller, although no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to call back to reset the pump, and technical support was set to provide assistance in resetting the pump during follow-up. Additionally, the customer was advised to update the pump software to include quality improvements that address this malfunction.